Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received. Evaluation description: no complaint received with return of device. Failure event observed during analysis. Final analysis found insulation degradation at 4.5 cm and 4.8 cm from the connector pin. Reliability laboratory technician. (B)(6).